Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been received and updated in a1., a2., a3.a., b2., b3., b5., d1., d4., e4., h2. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated that the consumer experienced symptoms like light sensitivity and pain. Consumer was treated with moxifloxacin and prednisolone acetate. The current status of consumer¿s eye was symptoms continuing at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the health care professional stated that there were three cases experienced with corneal ulcer in three months, this report is related to the first case of three reports. The current status of consumer¿s eye was unknown at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
Additional information in b.5 updated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional follow up information received stated that the consumer¿s symptoms are resolved. No additional information is available at the time of this report.